Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the sensor was missing the cannula. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a lost sensor alarm and the sensor cannula was missing after it was removed from the insertion site. The product is being replaced and is not expected to return for analysis.